Event description:
Additional information indicated that the patient was doing well. It was later reported that the patient did have an implantable neurostimulator (ins) replacement. It was stated that the patient was happy with the new unit and stimulation for her pain.

Event description:
It was reported there was an overdischarge suspected. It was stated that patient compliance was the primary reason for overdischarge. It was stated that the patient's healthcare provider (hcp) told her not to recharge and that he was going to replace the implantable neurostimulator (ins) with a non-rechargeable. It was noted that the hcp moved around a year and a half prior to report and the ins was never changed. The last successful recharging session was over one year prior to report. It was stated that the patient now had a new hcp and he scheduled to replace the patient's ins with a non-rechargeable ins on (B)(6) 2013. Additional information has been requested, and if received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID 3986a, serial# (B)(4), implanted: (B)(6) 2008. Product type: lead: product ID 3986a, serial# (B)(4), implanted: (B)(6) 2008. Product type: lead: product ID 37752, serial# (B)(4), implanted: (B)(6) 2008. Product type: recharger: product ID 37742, serial# (B)(4), implanted: (B)(6) 2008. Product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).